Manufacturer narrative:
The company rep examined the system and replaced the air/fluid controller printed circuit board (pcb). The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported an error message displayed during a vitrectomy procedure. Another system was used to complete the case. There was no pt harm or injury reported. Add'l info has been requested.